Event description:
Customer reported tubing separated from top of drip chamber when nurse spiked the blood. Normal saline was infusing through the other drip chamber. The blood loss was minimal and was able to be infused on a new set. No pt harm reported. No add'l info was available.

Manufacturer narrative:
(B)(4). The set was not available for eval. It was found that the product was lost in transit. Review of the lot history record did not identify any related quality issues during production build.